Event description:
The account alleged that the brake pedal will push down and lock but the brake casters still roll. No pt impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.